Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, when attempting to place some peripheral baseplate screws, the surgeon complained that screwdriver was not working. It was reported that the surgeon opened another set and grabbed a different screwdriver which worked better. It was reported that the procedure was delayed a couple of minutes. When examining the instrument after it was cleaned it appeared the end of the driver sheared off. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that when attempting to place some peripheral baseplate screws surgeon complained that screwdriver was not working. Surgeon opened another set and grabbed a different screwdriver which works better. Case was delayed a couple minutes. When examining the instrument today when it was clean it appears the end of the driver sheared off. The surgeon felt it must have happened in a different surgery not the one was in¿. The star driver 20 (lot. 235477) returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the distal section of the tips was sheared off, fragment was not returned for evaluation. No other defects that could have contributed to the reported event were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as overtightening, heavy usage, and prying forces during assembly or disassembly the driver. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the star driver 20 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.